Event description:
Procedure for right lower extremity endovascular vein harvest utilizing the maquet vasoview hemopro kit. When the cannula was removed from the leg, the plastic tip on the cannula was burned through, and there was a blister noted on the medial aspect pt's leg, which was excised and repaired. Harvesting tool jaws were found to be hot and active without user activation. Dates of use: 2009. Diagnosis: vein harvest for cabc.